Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 520 mg/dl. The customer's father stated that the customer had last changed his infusion set on the day of the event. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.